Event description:
A portion of the catheter tubing was missing from the distal end after removal of the catheter.

Manufacturer narrative:
The sample was received 2007, and has been sent for decontamination. A supplemental report will be submitted upon completion of the investigation.